Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors leaked from the connection between luer connector and blue winged luer cap. This was observed during storage, before patient use. The blue winged luer cap was secured to the luer at the end of the tubing. The total fill volume was 100ml (fluorouracil 84ml and saline 16ml). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between december 6-9, 2024. H11: the device was received for evaluation containing fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.